Event description:
It was reported that wrong device size was implanted in the patient. The target lesion was located in the superficial femoral artery. A 6x80, 130 cm eluvia self-expanding stent was selected for use, per the outer box label. However, the box contained a pouch inside labeled as a 6x120 eluvia self-expanding stent. The blue closure strip seal was intact on the box when the device selected for use. The stent was implanted in the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device/media analysis: media was received in the form of an image. An image of device inner and box carton packaging with different labelling was provided by the customer. The event cannot be confirmed from the image. Due to the nature of the complaint, manufacturing carried out a review of both batch 35794845 (on the box carton labelling) and batch 36484755 (on the inner pouch labelling) depicted in the image. No manufacturing issues were identified, and both batches were verified and consolidated. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the eluvia self-expanding stent device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that wrong device size was implanted in the patient. The target lesion was located in the superficial femoral artery. A 6x80, 130 cm eluvia self-expanding stent was selected for use, per the outer box label. However, the box contained a pouch inside labeled as a 6x120 eluvia self-expanding stent. The blue closure strip seal was intact on the box when the device selected for use. The stent was implanted in the patient. There were no patient complications as a result of this event.